Event description:
It was reported that a pt's generator could not be interrogated after using two different handheld computers and wands. Further info received by the nurse indicated that he had performed battery replacement twice on the wands and stated not having electro magnetic interference as he had been able to interrogate vns devices in the same room prior and after the event. At the moment the root cause of the event could not be established as the nurse had been able to interrogate other patients with the same programming system. Generator replacement surgery is likely as the pt's generator is believed to be near the end of service condition.